Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6).

Event description:
The customer observed a false positive architect total hcg result for a (B)(6) year old female patient with infertility. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result, on (B)(6) was 1710.6, repeated on (B)(6) was <1.2 miu/ml. The patient was redrawn on (B)(6) and the result was <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false positive architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of the complaint lot. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 27541ud02 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 27541ud02, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 27541ud02, was identified.